Event description:
It was reported that there was a hole in cuff detected. The patient was suddenly able to speak even though the cannula was blocked. A tracheostomy change was made and a circular hole in the inner cuff of the affected cannula was clearly visible. No injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Device evaluation: photos and one device were submitted for investigation. Review of the provided photos showed a cut in the trach tube cuff. The pictures did not show the top stoma cuff; they focused on the distal cuff. Visual inspection of the return device identified a tear on top of the stoma foam cuff and a cut on the underside of the trach tube cuff. Appearance of the cut on the trach tube cuff was smooth and not jagged and extended almost the entire length of the effective cuff. The distal cuff appeared to have come in contact with a sharp object, which caused the cuff to split. The stoma cuff pulled away from the shaft and there was a partial tear strip. Adhesive may have been attached during manufacture when the cuff was in a straightened position. It is unknown if this factor resulted in the cuff tearing and pulling away from the shaft or if the cuff came in contact with a sharp object. This was the first time that a complaint has been received for this part number. Since no adverse trends have been identified related to this issue and a root cause could not be determined, no corrective actions are planned. It should also be noted that it is unknown when the tear in the stoma cuff occurred since the complainant did not identify the issue in the provided pictures or in the complaint description. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history review (DHR).